Event description:
It was reported that the pt had a sudden loss of effectiveness of his pump after he hit himself in the back with his car door. The hcp attempted to withdraw from the catheter access port in his office and was not able to get any fluid back. The pt was taken to surgery on (B) (6) 2010. The hcp tested from the catheter access port to the anchor at the spinal incision and everything worked fine there. He was unable to get any fluid return from the spinal segment. The spinal segment of the catheter was replaced. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).